Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he went to the hospital thinking he was low since his blood glucose was between 65 mg/dl to 70 mg/dl, but the hospital staff tested him and told him his blood glucose was over 400 mg/dl. Since he thought he was low he tried to raise his blood glucose. Troubleshooting was initiated for the high blood glucose. No apparent damage or anomaly was found with the pump upon inspection. A high pressure test was then performed and failed: the pump alarmed with no delivery. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. No products were shipped or returned.